Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a small corner of the pouch on a 014 whisper ms guide wire was found to be open when removed from the chipboard box. The sterility of the device was compromised; therefore, the guide wire was not used. There was no patient involvement and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for analysis. The reported unsealed packaging issue was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the sealed pouch was opened at the account, then inadvertently placed back into the chipboard box for use at a later date. There is no indication of a product quality issue with respect to manufacture, design or labeling.